Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during a gastroscopy procedure performed on (B)(6) 2025, for clipping following a polypectomy. During the procedure, the clip deployed in scope before use. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of the clip device deployed in scope. Block h11: investigation result the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of premature deployment. No other problems with the device were noted. The reported event of clip device deployed in scope was confirmed. Based on the event description and information provided by the customer, there is not enough evidence to determine whether the reported problems were due to the physician's manipulation during the device preparation or were related to a device malfunction. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during a gastroscopy procedure performed on (B)(6) 2025, for clipping following a polypectomy. During the procedure, the clip deployed in scope before use. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a150208 captures the reportable event of the clip device deployed in scope.